Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis and pneumonia. The customer's blood glucose reading at the time of the report was 122 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.